Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to oxidation (rust) of the operation wire this issue is addressed in the instructions for use (IFU): ¿ before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. ¿ do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection that the wire coating of the rotatable clip fixing device had peeled and fell off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.